Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is calling to report that they have been having no delivery alarm for a while now. Customer blood glucose value was 397 mg/dl. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies. The insulin pump is expected to be returned.